Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user performed a supply change without rewinding the piston, which led to difficulty inserting the cartridge and insulin leakage around the plunger; after guided troubleshooting and education, a full supply change was completed and insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included no clinical impact and continued therapy after correction. Investigation included technical troubleshooting over the phone and user re-education. Investigation of this case revealed user error related to an incorrect supply change procedure and no evidence of a device or cartridge malfunction. It was concluded that the event resulted from use error, with normal device function restored following proper procedure.